Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user contacted support unsure whether a meal announcement had been made for lunch; device data review indicated no lunch announcement and a low blood glucose of 47 mg/dl with subsequent upward trend to 111 mg/dl, with no device low or urgent low alerts reported. Symptoms included asymptomatic hypoglycemia. Outcomes included no medical intervention, no assistance required, and no lasting impact. Investigation included review of device-reported data and user interview, along with complaint handling and technical support. Investigation of this case revealed no device malfunction and an event consistent with hypoglycemia of unclear cause in the setting of a missed meal announcement. It was concluded that the device operated as designed and that user factors likely contributed to the hypoglycemic event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.